Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. At this time, the product has not been returned. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. At this time, the product has not been returned. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. According to additional information, this lead was fractured during the extraction procedure. A remnant of the lead was left inside the patient. No additional adverse patient effects were reported.